Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a percutaneous nephrolithotomy was performed. The packaging of the nephrostomy balloon dilatation catheter was not damaged upon opening. After placing the guidewire and positioning the balloon, saline was injected but the balloon failed to inflate and establish a pathway. It was discovered that a tear at the balloon tip caused leakage. Another product was used to complete the procedure without adverse effects on the patient.